Manufacturer narrative:
H4: the lot was manufactured from july 01, 2022 to july 03, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and a few white particles were observed inside of the container filled with a liquid solution. Elongated white particle matter in 4 different areas possibly of acrylonitrile butadiene styrene material was evident based on the right side of the photo only. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a clear like particle. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.